Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to block a2 (date of birth). A previous report for this patient and device has been sent under: 3005099803-2020-06584.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence. Nonsurgical treatments: the patient was treated with pain medication: endone (weakest). Treatment duration: a couple of years (4-5 years, potentially). The patient was treated with psychological medication: arazil for the treatment of: dementia. Treatment duration: started 3-4 years ago. The patient was treated with other medication (please specify): antibiotics for the treatment of: for uti's as needed. Treatment duration: as needed. The patient was treated with topical treatment (including oestrogen cream): trush treatment; needed due to uti's. Treatment duration: as needed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6)2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence nonsurgical treatments: the patient was treated with pain medication: endone (weakest). Treatment duration: a couple of years (4-5 years, potentially). The patient was treated with psychological medication: arazil for the treatment of: dementia. Treatment duration: started 3-4 years ago. The patient was treated with other medication (please specify): antibiotics for the treatment of: for uti's as needed. Treatment duration: as needed. The patient was treated with topical treatment (including oestrogen cream): trush treatment; needed due to uti's. Treatment duration: as needed.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.